Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with solid contrast in the balloon and shaft. The device was soaked in a warm water bath for 3 days. Analysis of the tip, balloon, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect. The device was functionally tested by attaching an inflation device (filled with water) to the hub of the balloon catheter and applying positive pressure. The balloon was inflated to rated burst pressure. The balloon/device did not leak and held rated pressure for 5 minutes.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified shunt limb. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during second inflation at nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified shunt limb. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during second inflation at nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.